Event description:
Related manufacture reference number: 2017865-2023-13640. It was reported that the patient's pacemaker was explanted and replaced due to advisory status. During the same procedure, the right ventricular lead was capped and replaced due to an unknown malfunction. The patient's condition was unknown.